Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found internal wire exposed. Initially it was reported, during an ablation procedure the temperature could not be displayed. The investigational analysis completed (B)(6)2019. The returned device was visually inspected and the puller wire was found broken in the tip section. The catheter was tested for electrical performance and stockert compatibility. It was found within specifications. The manufacture team performed an investigation to determine the root cause. Investigation results showed that this condition cannot be attributed to the manufacturing process. Scanning electron microscope (sem) testing was performed on the damaged area. The results showed several stress marks in different directions and some cracking on the edge. The cause of breakage cannot be determined. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the puller wire broken in tip cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. On (B)(6)2019 cdrh experienced intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline. Manufacture reference no: pc-000479018.

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found internal wire exposed. Initially it was reported, during an ablation procedure the temperature could not be displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed no temperature issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 6/24/2019, the bwi pal received the device for evaluation and found and internal wire exposed about 6.5 cm from the distal tip. The exposed internal wire has been assessed as MDR reportable as internal components were exposed. The awareness date has been reset to 6/24/2019.